Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads with the same lot number implanted. It was reported the patient is experiencing an increase in her vaginal spasm due to stimulation. The vaginal spasm were present prior to implant and are present with the stimulation turned off but the spasm increase with the stimulation turned on. There is no intervention planned at this time.